Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the area where the sensor was inserted had raised bumps and itches. This has been occurring over the past month. She was evaluated by a dermatologist on (B)(6) 2019, who diagnosed the patient with an allergic reaction to the adhesive and prescribed fluocinonide 0.05% cream to be applied twice a day. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.